Manufacturer narrative:
The reported event of no magnet response was confirmed. The device was received from the field unable to establish telemetry upon receipt. Analysis showed high current drain from the hybrid. An anomalous integrated circuit (ic) was found to be the root cause of the high current drain and lead to the premature battery depletion.

Event description:
It was reported that the patient presented in clinic for follow-up. The patient¿s pulse generator could not be interrogated using multiple programmers and wands, a magnet was used and there was no magnet response either. The physician elected to explant and replace the device. The patient was in stable condition.

Manufacturer narrative:
Correction: b5 missing multiple wand and programmers used statement.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed no magnet response on the pacemaker. The physician elected to explant and replace the pacemaker. The patient was in stable condition.